Manufacturer narrative:
Block a4 (weight): 110.7 kg. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the speedband superview super 7 was not returned; therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications. A risk review was completed and confirmed that the event of bands unable to deploy was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Upon analysis, there is insufficient evidence to determine whether the issue was caused by the physician's technique during the procedure or was related to a device malfunction. Additionally, upon review of the most relevant complaint information, including the product record review results, the device was found to meet all required manufacturing specifications and passed all controls and inspections, with no abnormalities reported during assembly. Due to the lack of sufficient evidence, the definitive cause of the reported issue cannot be determined. Without the ability to properly evaluate the returned device, the factors that may have contributed to the event remain unknown. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2026. It was reported that the bands were unable to deploy. The procedure was completed with an unknown method. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a4 (weight): 110.7 kg. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2026. It was reported that the bands were unable to deploy. The procedure was completed with an unknown method. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.